Manufacturer narrative:
H.6. Investigation: one retracted needle assembly, a catheter adapter assembly, and a top web was received by our quality team for evaluation. Upon reading the customer verbatim, the pink adapter appears to have a broken or damaged piece and the unit had difficulty retracting. Both of these defects will be investigated. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Upon inspection of the catheter adapter, it was identified that both the nose of the pink adapter and the luer, has been damaged as well as the nose has been slightly bent. The damage to the nose requires significant force that is extremely unlikely to occur during due to misalignment of the part or equipment in the different manufacturing zones. Due to the significance of the damage to the nose and the flat shearing observed on the side, it is unlikely that the defect was caused by grippers during the manufacturing process leaving misalignment between the pallet and device as the most likely root cause. When the part is misaligned with respect to the pallet, damage to the luer as observed with the returned unit, can occur as the machine tries to insert the catheter adapter assembly to correct depth. The defects can be linked to the manufacturing process as the forces required to damage the nose as observed are unlikely to occur in the clinical environment. Also, damage to the luer is unlikely to occur in the user environment when the device was unable to retract, and a connection was not made. After returning the needle to the un-retracted position, it was identified that the needle has been bent. This type of bend may originate during manufacturing due to the damage nose or during use. Based on the location and extent of the damage, it most likely happened due to the damaged / bent adapter nose. No obvious causes for retraction failure were identified by inspection of the needle assembly or the catheter assembly. To further check for retraction failure, the needle was carefully placed back into the catheter tubing and retraction was performed. During this testing, it was identified that the retraction failure is occurring due to the interference of the wedge and the bent needle. This is likely due to the bend of the adapter nose. H3 other text : see h.10.

Event description:
It was reported that iag bc pro pnk 20ga x 1.16in needle would not retract. The following information was provided by the initial reporter: it was reported bd instye autoguard and it malfunctioned when attempting to recoil needle, the button would not release the needle back into the hub, it appeared to have additional plastic pieces around the pink catheter. Verbatim: we recently transitioned to your new IV caths and I actually had one malfunction for me yesterday. I was placing an IV with a 20 ga bd instye autoguard and it malfunctioned when attempting to recoil needle. The button would not release the needle back into the hub. Myself and another nurse attempted to manually remove the needle and it felt like there was suction pressure when pulling back on the needle. Eventually we were able to manually remove the needle and thread the catheter, after visual inspecting the IV, the needle remained intact, however it appeared to have additional plastic pieces around the pink catheter.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that iag bc pro pnk 20ga x 1.16in needle would not retract. The following information was provided by the initial reporter: it was reported bd instye autoguard and it malfunctioned when attempting to recoil needle, the button would not release the needle back into the hub, it appeared to have additional plastic pieces around the pink catheter. Verbatim: we recently transitioned to your new IV caths and I actually had one malfunction for me yesterday. I was placing an IV with a 20 ga bd instye autoguard and it malfunctioned when attempting to recoil needle. The button would not release the needle back into the hub. Myself and another nurse attempted to manually remove the needle and it felt like there was suction pressure when pulling back on the needle. Eventually we were able to manually remove the needle and thread the catheter, after visual inspecting the IV, the needle remained intact, however it appeared to have additional plastic pieces around the pink catheter.